Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there has been a vertical line down the middle of the display of the meter since 4-5 months. No adverse event reported. Requested return of the alleged meter for evaluation.